Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 252 mg/dl. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.